Manufacturer narrative:
Clinical investigation: there is a temporal association between the patient event of peritonitis and constipation and pd therapy on the liberty select cycler. However, there is no documentation to show a causal relationship between the adverse event and the liberty select cycler or cycler set. Additionally, the pdrn reported that there was a breach in aseptic technique during treatment. There is no information regarding the constipation but it is a known complication of pd therapy due to several factors including lifestyle changes and diet. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported a patient on was diagnosed with peritonitis. The patient reported a cloudy effluent bag to the peritoneal dialysis registered nurse (pdrn) and subsequently was administered antibiotics (type, route, dose, frequency and duration unknown). The pdrn reported that since the patient received the antibiotics there have been no further drain complications. Additional information was obtained through follow up with the pdrn on 09/13/2018. The patient was seen at the clinic for cloudy effluent and constipation. The pd effluent culture was positive for staphylococcus epidermidis and he was treated/prescribed vancomycin (route, dose, frequency and duration unknown). The patient was not hospitalized for the peritonitis. Per the pdrn the patient skipped steps during treatment and there was a breach in aseptic technique which caused the peritonitis. The patient is continuing with pd therapy and no additional issues have been reported. There is no information if the constipation was resolved.

Manufacturer narrative:
Plant investigation: plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.